Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient's internal carotid artery was occluded at the end. The surgeon used a micro-guidewire micro-catheter with react71 in place, aspirated once, and found that the blood vessel was not open. Then, the sfr-6-30 stent was prepared for thrombectomy. During the stent delivery process, the surgeon was unable to push the stent out of the microcatheter after se veral attempts. After pulling it out, the surgeon found that the guide wire at the tip was kinked and damaged and could no longer be used. To ensure the safety of the operation, an sfr-6-30 was replaced. The blood vessels were reopened with a combination of suction and suction. The surgery was successfully completed. There was resistance in the distal section of the catheter during delivery during the procedure. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for emergency thrombectomy.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-85519), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the solitaire fr 6-30 stent device was returned for analysis in a sealed biohazard bag and a shipping box. However, the microcatheter was not returned with the solitaire stent device. Additionally, the model and size of the microcatheter were not reported. Therefore, any contributing factors from the microcatheter, including its compatibility with the solitaire stent device, cannot be determined. Damaged location details: the solitaire fr 6-30 stent¿s working and non-working length struts were kinked. No irregularities were noted outside the proximal marker. The marker coil was kinked at ~5.0cm to ~6.5cm from the distal tip. The pusher wire was observed to be kinked at ~8.0cm to ~9.0cm from the distal tip. No other anomalies were found. Testing/analysis: due to its damaged condition, the returned solitaire fr 6-30 stent device could not be used for resistance testing. Conclusion: based on the reported information and device analysis, the customer¿s ¿resistance during delivery/retrieval¿ complaint was confirmed, as the working and non-working length struts, marker coil, and pusher wire were found to be kinked on the returned solitaire fr 6-30 stent device. The damage likely occurred when the customer attempted to advance the solitaire fr 6-30 stent device through the microcatheter against resistance. However, the root cause of the resistance could not be determined. Possible causes include vessel tortuosity, an incompatible or damaged microcatheter, failure to maintain the correct flush rate, rhv being loose during delivery, or a lack of continuous saline/heparinized saline flush during delivery. In this event, the customer stated that a continuous saline flush was administered and maintained, ruling out a lack of continuous saline/heparinized saline flush during delivery as a potential cause. Therefore, vessel tortuosity, an incompatible or damaged microcatheter, failure to maintain the correct flush rate, or rhv being loose during delivery could have contributed to the resistance complaint. Since the microcatheter was not returned, and the model and size were not reported, any contribution of the microcatheter to the resistance complaint could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient had occlusion at the end of the internal neck artery. The surgeon used a micro-guidewire and micro-catheter with react71 in place to aspirate once but failed. Then the surgeon prepared the sfr-6-30 stent for thrombectomy. During the stent delivery process, the surgeon could not push it out of the micro-catheter. After several attempts to push the it out, it failed. After pulling it out, it was found that the push guidewire at the tip was damaged and could not be used anymore. The resistance was in the distal section of the catheter. Continuous saline flush was administered and maintained as indicated in the instructions for use (IFU). The guidewire was an avigo. There was no damage to the react catheter. Ancillary devices: avigo guidewire model: 103-0606-200 lot no.: b812571.